Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported for her daughter via phone call for low blood glucose. The patient blood glucose was 54 mg/dl was 70 mg/dl at 8:00pm. Customer reported that daughter is having possible over delivery of insulin. She had low blood glucose and had bag of chips and glucose to try and correct her blood glucose. Patient's current blood glucose: fifty four mg/dl. Patient has treated with food. Patient has been experiencing low blood glucose for since 8:00pm today. The insulin pump will not be returned for analysis.